Event description:
Consumer complaint of low blood glucose results. Numerous results using the same lot number of test strips gave "lo" readings. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).